Manufacturer narrative:
Iris field service engineer (fse) was at the customer site on (B)(4) 2016. The fse observed that the drain valve (drv) was malfunctioning. He performed a backflush to the drv to resolve the reported issues. The tubing was replaced as a preventive measure. The system was operational. The repairs were verified per established service procedures. (B)(4).

Event description:
The field service engineer (fse) noticed static bubbles in the drain valve (drv) tubing when the positive control failed lower than the lower limit on the customer's iq 200 system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.